Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-07917. It was reported the patient experienced severe chest pain and pain shooting down her right arm in pacu after undergoing ipg and lead implant. The patient was transported to the ER for further evaluation of the cardiac event.